Event description:
Caller reported receiving the following results, with two different inform ii meters: 430 mg/dl at 8:12 pm (system 1) 266 mg/dl at 8:17 pm (system 1) 130 mg/dl at 8:18 pm (system 1) and 124 mg/dl at 8:25 pm (system 2). No adverse event reported. No product is available to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).